Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, a system error 345 was able to be reproduced. A review of event history log revealed multiple occurrences of system error 345 - thermistor disparity. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the ultrasonic calibration values out of specifications. The ultrasonic requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.